Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, the holder and balloon introducer remained attached to the valve; sutures on holder remained intact at the cutting channels. Suture holes were visible near all three (3) black stitch markings on the sewing ring. X-ray demonstrated an intact wire form and the frame expanded. Additional manufacturer narrative: the clinical report of sizing issues could not be confirmed through visual observations.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) review could not be performed as the serial number is unknown. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, difficulty seating, valve displacement before or after frame expansion, or distortion of the valve during implantation and/or the patient¿s anatomy. Explants at implant are not typically related to a malfunction of the device. Based on the information received, the patient factors and surgical technique likely contributed to the event; however, the cause cannot be conclusively determined. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of an aborted attempt to implant a 25mm aortic valve due to sizing issue causing difficult seating valve in annulus. The procedure was done by right anterior thoracotomy (rat), the valve was found to be bicuspid and heavily calcified. The annulus was not circular, the surgeon decided to add some extra stitches (nine in total). However it was difficult to seat the valve due to the size and the access. The valve was removed and a 23mm aortic pericardial valve was implanted in replacement. The echo showed good function of the valve, however there were some difficulties to wean the patient from the cardiopulmonary bypass, after several attempts the surgery was converted to full sternotomy. The patient left the operating room on extracorporeal membrane oxygenation (ECMO). Per the surgeon, the issue was due to patient anatomy and it was not related to the valve.